Event description:
The patient was implanted with two ventricular assist devices (vad) as a bivad patient. It was reported by the ICU nurse educator that a decrease of drive pressure, the loss of flash signal, and the sound of air "hissing" from the rvad was noticed upon the patient's return to the unit following abdominal surgery, unrelated to the vad. The lvad was unaffected. Multiple cracks were observed upon inspection of the rvad. The manufacturer was contacted for a method of sealing the cracks; however, a decision was made to exchange the pump the next day.

Manufacturer narrative:
The hospital denies exposure to acetone, or any other solvent, as well as any trauma to the device. The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.